Event description:
During a procedure on a lower left composite molar, the pt noticed the handpiece was hot. There was a burn on the inside of the cheek that left a white mark. Vitamin e was applied to the area and no permanent damage is expected.

Manufacturer narrative:
Eval summary: desc: forza f5 1:5 attachment - product was sent in for repairs after the unit overheated during a procedure. The product referenced in the complaint is an electric dental handpiece attachment. When evaluated by the repair dept, the unit was found to be noisy and vibrating and it was confirmed that the unit overheats. Upon disassembly, the internal parts were observed to be clean, but not lubricated. The internal parts were replaced and the unit was tested before returning the repaired unit to the customer. A summary of the proper maintenance for this unit was included with the repaired unit. Warnings regarding overheating are included in the manual that is provided with purchase. The manual also provides the instructions for the maintenance for this unit. Conclusion: the overheating may be due to a failure to properly maintain and service the unit.